Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a driveline power fault alarm and the heartmate 3 system controller (serial number: (B)(6)) having an improperly set clock were confirmed during review of the submitted and download log files. It was noted that on the day that this controller was put into patient use, the clock was set to its default timestamp of (B)(6)2000 and a controller clock corrupt alarm was active. Within a few seconds of the driveline being connected, a driveline power fault alarm activated due to intermittent interruptions in the power b signal. These interruptions were determined to be related to damages found within the returned modular cable and, the driveline power fault alarm has therefore been addressed under the investigation of the modular cable. The observed alarms did not impact the controller¿s ability to operate the pump at the set speed. The clock was correctly synchronized at 12:48:09 on (B)(6)2024, which cleared the controller clock corrupt alarm. The driveline was disconnected at 15:03:17 on (B)(6)2024, which is consistent with the controller¿s exchange. The log file also revealed that prior to the date that (B)(6) was put into patient use, the controller was last connected to power on (B)(6)2022. Review of the controller's device history records indicated that this date was related to the assembly and manufacture of the controller. According to abbott¿s records, this controller was shipped to the customer on (B)(6) 2022. Therefore, it was determined that the clock of this controller was not properly set by the site before it was assigned to the patient. The returned heartmate 3 system controller was functionally tested alongside known working test equipment and was found to perform as intended. Provided information indicated that (B)(6) was first exchanged for (B)(6), but the driveline power fault alarm continued. The alarm was then resolved with the simultaneous exchange of (B)(6) and the modular cable. Additional log files were also submitted while the patient¿s new controller and modular cable were in use, and no abnormal events were observed. The root cause of the reported driveline power fault alarm was determined to be related to an issue with the exchanged modular cable, and not either of the exchanged heartmate 3 system controllers. The root cause of the clock not being properly set was determined to be user error, in that the clock of the backup controller was not properly synchronized before it was assigned to the patient. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller. The heartmate iii instructions for use section 2 ¿configuring the backup system controller¿ indicates that the backup system controller¿s internal backup battery must be installed and the clock set. This way the backup system controller is ready if the running system controller needs to be replaced. Instructions are provided for setting the clock and installing the backup battery. The ¿maintaining backup system controller readiness¿ section describes that over time, the backup battery inside the system controller loses power and must be recharged every six months. Instructions are provided for putting the backup system controller into charge mode. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called the clinician due to a driveline power fault advisory alarm with a yellow wrench. The patient was told to not change the system controller due to the advisory alarm and to come in and log files would be sent for review. The patient stated that they were unable to report to the clinic until care was found for their family, and they were just sitting in the chair when the alarm first occurred. They also stated that they did perform a system controller exchange before calling the clinician. The patient came to clinic, and it was noted that they had 1 area of proximal driveline on the pump side that was covered with rescue tape. Log files were submitted for review and captured a driveline power fault (power b) on 26may2024. The clinic was advised to clear the alarm using the system monitor. The alarm was cleared via the system monitor but immediately returned. In addition, the log files captured controller clock corrupt events throughout the log, indicating that the patient had lost power to the system controller at some point in time. The modular cable and system controller were then exchanged, and the alarms resolved. Another set of log files was submitted for review and confirmed that the driveline power fault had resolved.